Event description:
Foot pedal not keeping unit on diaphragm. Found foot pedal diaphragm bad. Repair order #: 97323.

Manufacturer narrative:
Investigation. Inspect returned samples. *analysis and findings complaint 2021-11-0000455. Distribution history: this complaint unit was manufactured at csi on 02/20/2003 under wo #21893 and shipped on 05/05/2003. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the foot pedal is used to activate the device. If not functioning, the power to the unit will not flow. The footpedal is a mechanical device and has been known to fail after extended use. Root cause is being attributed to wear and tear on the footpedal. Corrective actions *correction and/or corrective action the unit was repaired and returned to the customer. The defective footpedal was replaced. The diaphragm in the switch was also replaced as a precaution to prevent further issues. A new diaphragm made from silicone was designed in 2016. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Foot pedal not keeping unit on (diaphragm). Found foot pedal diaphragm bad. Repair order #: (B)(4). Leep system 1000 esu gen 52969 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.